Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was complaining the implantable cardiac monitor was causing pain and putting tension on the skin. The icm was noted to be slightly poking out, but not protruding, from the skin. The icm was physically pushed back into position, remains in use, and will continued to be monitored. No patient complications have been reported as a result of this event.